Event description:
Boston scientific crm received information that this previously abandoned lead was an attempted explant due to a patient infection. The lead was capped and surgically abandoned when it could not be removed. There was no report of adverse patient effects due to the attempted explant procedure.

Manufacturer narrative:
This report will be updated if additional information is received.